Manufacturer narrative:
Updated bad date from source case (B)(4) (the initial case reported on 1/31/24), created as unknown customer account.

Event description:
It has been reported that the device is failing self-test.